Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited oversensing of atrial events on the ventricular channel. Inappropriate atrial tachy response (atr) episodes and nonsustained ventricular tachycardia episodes were stored due to the oversensing. It was reported pacing was inhibited for one to three seconds when the device was in an atr episode. It was reported the patient is pacer dependent. No adverse patient effects or symptoms were reported.

Manufacturer narrative:
The ventricular sensitivity was reprogrammed to resolve the oversensing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.